Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to turn off the stimulator, and although the programmer screen displayed 'off,' the patient did not seem to exhibit the usual signs of the stimulation being off. Typically, when the stimulator is turned off, the patient¿s body briefly twitches, but today, despite confirming 'off' on the screen, this reaction was absent. After attempting to synchronize again following the 'off' command, the screen displayed the electric mark, indicating that the stimulator was turned back 'on'. It was confirmed that only one stimulator had been implanted. The operation was also reviewed, and based on the explanation, 'off' was indeed selected correctly. Regarding the inability to turn it off, the patient was advised to consult the implanting medical institution. The issue was not resolved at the time of this report. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It is unknown why the stimulator did not seem to turn off. It was confirmed the issue resolved.